Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported three patients with corneal puncture during corneal rings implantation after creating the tunnel with the laser. Additional information requested.

Manufacturer narrative:
Technical service stated its not directly related to the laser. A root cause can not be determined. The manufacturer internal reference number is: (B)(4).